Event description:
It was reported that the patient claimed that this device was not performing and was for replacement. Hence, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.